Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle is detached from the thread and remains in the hand. (During removal from package, during handling or during use on the patient)? Please specify could you please confirm how many needles detached from the thread? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide the lot number: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ophthalmic procedure on an unknown date and suture was used. The needle detached from the thread and remained in the hand. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: g1 additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: ppmbax and rpmhxr additional information was requested, and the following was obtained: - when was the needle is detached from the thread and remains in the hand. (During removal from package, during handling or during use on the patient)? Please specify during use on patient - could you please confirm how many needles detached from the thread? About 10 - did the event occur during one or multiple patient procedures? Multiple procedures - what is the total number of procedures? About 10 - please provide the lot number: ppmbax and rpmhxr this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned date sent to FDA: 07/14/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6 a manufacturing record evaluation was performed for the finished device rpmhxr/ w955914 batch number, and no non-conformances were identified. Expiration date: nov/30/26 date of mfg.: dec/16/2021 a manufacturing record evaluation was performed for the finished device ppmbax/ w955940 batch number, and no non-conformances were identified. Expiration date: nov/30/2024 date of mfg.: dec/3/2019